Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2jrrn , implanted:(B)(6) 2022, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient was experiencing a return of symptoms including urinary and bowel incontinence and urinary frequency/urgency. It was also reported that they had  appointment scheduled with patient to check impedance. Patient sun contacted that he was unable to increase her stimulation without an error on the programmer that stated max setting. I checked impedance all electrodes were out of normal limits. Patient sun states that she has fallen. And she has, used her butt as a bumper in the door frames on several locations because she now has balance issues